Manufacturer narrative:
E1 establishment name exceeded the character limit. The full name is: (B)(6) center the device was returned to olympus for evaluation and the evaluation found adhesive around objective lens was peeled, bending section cover was scratched, bending section cover adhesive was chipped, corroded and damaged venting connector of light guide connector, bending angle in the up direction did not meet the standard value due to the wear of angle wire, the angle knob torque of the forceps elevator (fe lever) at engage exceeds the standard value due to the damage of the fe lever, defected 3d image due to damage on the charged coupled device, video connector was deformed and cracked, video connector (slave side) was deformed and cracked, video connector case was cracked, and incorrect light guide connector indication. There were discoloration of the fe lever, control unit, and switch one. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the deflectable videoscope was leaking. The device was returned for evaluation. During the device evaluation, the adhesive around objective lens was peeled was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, root cause of the glue peeling off the objective lens could not be determined. However, this may have occurred due to external factors/handling such as chemical or physical stress. The event can be detected/prevented by following the instructions for use: operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.